Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results on their c501 analyzer. The first patient had an initial sodium result of 124 mmol/l from a plasma sample in an aliquot cup from the mpa. The repeat result from a different aliquot cup from the primary tube analyzed on a different c501 was 138 mmol/l. The first patient had an initial chloride result of 114 mmol/l from a plasma sample in an aliquot cup from the mpa. The repeat result from a different aliquot cup from the primary tube analyzed on a different c501 was 99 mmol/l. On (B)(6) 2011, the second patient, a (B)(6) female, had an initial sodium result of 131 mmol/l from a plasma sample in an aliquot cup from the mpa. The repeat result from a different aliquot cup from the primary tube analyzed on a different c501 had a result of 140 mmol/l. The customer deemed the repeat results to be correct and they were issued as corrected reports. None of the patients were adversely affected by this event. The sodium electrode lot number was l00 and the expiration date was 07/31/2012. The chloride electrode lot number was x25 and the expiration date was 07/31/2012. The field service representative could not determine the cause of this event. He cleaned the ise is vacuum valves, cleaned the is bath, adjusted the sipper probe down two pulses, and cleaned the sample probe with stylette. He verified proper operation by performing a check test with passing results. The customer performed calibration, quality control, and a precision test with results within manufacturer's guidelines.

Manufacturer narrative:
A specific root cause could not be identified. The field service representative solved the problem by maintenance on several components that all could have an impact on the failure. The failure was not reproducible. The patients were not adversely affected.